Event description:
A complaint was received in 2006 that a low hcg level, for an individual, was recorded on the acs se and was reported to a physician. Patient's sample was tested in duplicate four days earlier and resulted in values of 6.0 and 6.0 miu/ml. Qc samples were run on the same day and were within the acceptable range. Patient had a new sample tested three days later and the hcg result was 6470 miu/ml. The physician questioned the validity of the previous three day result. Patient was then retested from the prior date primary tube and aliquot. Hcg results were 4812 miu/ml for the primary tube and 4885 miu/ml for the aliquot. Two other samples had been run on that same day and bracketed the first patient. These samples were re-run along with patient in 2006 and results for patients a and c were similar to their 2006 results. This data confirmed that the 2006 hcg result for patient b was low. Bayer's field service engineer evaluated the acs se system and found it operating as intended. Based on the 2006 low hcg level, patient was told that she had miscarried. There was no medical intervention as a result of this low hcg level reported on 2006. Bayer is reporting this event as there is a possibility if it were to re-occur that it could result in serious injury.